Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented in the clinic on (B)(6) 2018 for the reported lead noise. Noise could be reproduced with isometrics. The device was reprogrammed to fixed sensitivity. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. No intervention was performed at this time. No patient symptoms were reported.